Manufacturer narrative:
On 25-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch which had an intermittent or low irrigation issue while in use on the patient. It was reported that during the operation, the irrigation was inadequate. There was an intermittent or low irrigation on the device but not complete occlusion. Flushing was performed to try to resolve the issue but a second device has to be used to complete the operation. There was no adverse event reported on patient. The customer's reported intermittent or low irrigation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 26-feb-2025, additional information was received indicating the suspected device is the catheter not the pump. The issue was not noticed before use on the patient and there were no errors noted from the irrigation pump. The issue was discovered when a ¿reminder¿ came from the rf generator. Based on the new information received, the event was reassessed as an MDR reportable malfunction since the irrigation issue occurred while the device was in use on the patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch which had an intermittent or low irrigation issue while in use on the patient. It was reported that during the operation, the irrigation was inadequate. There was an intermittent or low irrigation on the device but not complete occlusion. Flushing was performed to try to resolve the issue but a second device has to be used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed reddish material and a hole in the surface of the pebax. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The pebax damage was not related to the reported event and the potential cause could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter and the tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported irrigation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).